Event description:
My wife was in a hospital and needed ventilator assistance again due to respiratory infection. The ventilator hose fell off and my wife's heart stopped by the time anyone was able to respond to the alarm. They gave her CPR and brought her back. After she was discharged I was speaking to her heart doctor pa(physician assistant) and she said hose disconnections happen quite often. I can confirm because I had reconnected the ventilator hose several times myself before this incident happened when she was on ventilator due to covid. Also, harris faulkner from fox news documents a similar incident in a book she wrote. The ventilator hose connections need some type of locking device to prevent disconnection at the machine and at the trach. Refer to additional documents in i2k.